Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The incident information was reviewed, however, the product was not returned to abbott vascular for analysis. The investigation was unable to determine a conclusive cause for the reported balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed, non-tortuous, moderately calcified lesion located in the mid right coronary artery. A 2.50x20mm traveler rx balloon dilatation catheter (bdc) was advanced to the lesion without resistance; however, the balloon ruptured during the first inflation at 7 atmospheres for 7 seconds. The bdc was removed without resistance, and another unspecified bdc was used to complete the procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.